Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, starting therapy prior to connecting is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to connect to the patient line prior to starting therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The home patient (hp) stated they had press go prior to connecting. The technical service representative (tsr) had the hp cycle power to clear the alarm. The hp would start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.